Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The lvad was explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patent outcome that the patient expired on (B)(6) 2019. Additional information was requested but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the reported event could not be conclusively established through this evaluation. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. No further information was provided. The manufacturer is closing the file on this event.